Event description:
The center reported that the pt's device became intermittent and eventually lost lock with the external equipment. External equipment was exchanged but lock could not be established. Surgery to explant the pt's device will be scheduled.